Manufacturer narrative:
The actual device is to be returned for investigation. More results will be available after completion of the investigation. The production router was reviewed and no discrepancies were noted . However, failure to osseointegrate is a well known inherent risk of the procedure.

Event description:
The dentist reported that the implant failed to osseointegrate. The procedure was done on tooth# 18 and 19 and the bone was type ii. No serious injury was reported, but the implant was removed due to pain. However, the patient is reported to be in good condition. No abnormality noted with the implant itself.